Manufacturer narrative:
A photo of the device was returned to mentor for evaluation. Photo evaluation: there was no sample received for analysis. Only a picture of the sample was received for analysis. Upon visual inspection of the picture, was found intact. No anomalies were observed. An investigation of the received information was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. All mentor products are 100% inspected prior to release. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: paresthesia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast implantation procedure with mentor memorygel breast implants 32cc and experienced bilateral burning sensation in the breasts. As a result, the patient underwent removal on (B)(6) 2019. Upon explantation, it was discovered that the left implant had ruptured. This report is for the right side.